Event description:
Info received february 2004 raises questions regarding the catheter as a factor in a post-operative breast augmentation infection. This file is now being treated as a reportable MDR. Investigation continues.